Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp), the users captured a stone with the a bml-203q lithotriptor while it was connected to a maj -441 handle, but could not crush the stone. The users reported that the main shaft of the basket fractured. The user reportedly stripped the shaft and then attempted to employ a (non-olympus lithotriptor handle) to assist closure of the basket, and to crush the stone without success. Additional measures were taken to clear the stone from the basket, however, the procedure was aborted and the patient was reportedly sent to emergency surgery for removal of the device and the stone. To date, the current condition of the patient is unknown. The user facility was contacted via phone and in writing to obtain additional information regarding this event, but no result.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The device was reportedly discarded following the procedure. An olympus sales representative, and a clinical education nurse specialist visited the facility to assess the user practices in utilizing this type of lithotriptors and to provide necessary training. The cause of the user's experience could not be conclusively determined, but user error likely contributed to the report. The maj-441 is not indicated for use with the subject device, not the soehendra device. If additional significant information becomes available at a later date, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution. Additional comments: the bml-203q instructions for use states list the maj-440 as the correct model of lithotriptor handle to be used with the bml-203q.